Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient sample (prenatal, with an anti-s) yielded a false negative antibody test in both tango optimo and tango infinity when tested with biotestcell 1&2, # 8647021-00. The customer was able to detect the antibody in the tube with peg (heterozygous cell reacted 1+ and 2+, homozygous cell reacted 2+). The customer sent in the patient sample for investigational testing and biotestcell 1&2, # 8643021-00, that was already expired, but not the complained material biotestcell 1&2, # 8647021-00. The solidscreen ii ahg, that was used as the complaint occurred, was also sent in. Our quality control laboratory tested their retained sample of biotestcell 1&2 # 8647021-00. The patient sample showed a correct 1+ positive result with rrbc 2 on both instruments. The soldiscreen ii ahg returned by the customer was used for this testing. The patient sample was also tested in the tube test (immediately spin (rzt), liss 10 min 37 ° c and in liss-iat) and reacted negatively, also in the liss / coombs gel card the reaction was negative. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities that might have negatively affected the quality of the allegedly defective lot. The two affected tango infinity were inspected by our field service engineers with no indication for an instrument or software malfunction. Both instruments were confirmed to operate within specifications.

Manufacturer narrative:
This is our initial final report on this incident.

Event description:
The customer reported a presumably false negative antibody screening test with biotestcell 1&2 on tango infinity. The specificity of the missed antibody is anti-s. The customer did not return the supposedly defective product for investigational testing but the patient sample that had caused a false negative test result. Testing in our quality control laboratory is still ongoing. The two affected tango infinity were inspected by our field service engineers. Evaluation of the data is ongoing.